Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.

Event description:
It was reported that pump battery was no longer charging. There was no reported impact to the customer¿s blood glucose level. No additional information was provided.